Event description:
It was reported that during a da vinci si sacrocolpopexy surgical procedure, the cables on a large suturecut needle driver instrument were frayed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cable was frayed at the instrument's wrist. The frayed segments stuck out at the wrist. The idler pulley exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.